Event description:
There have been consistent reports of leaking alaris infusion sets over the past few months. Leaking is often described to occurred at junction points or y sites. This is the second report to be submitted for this issue in the last three months. Health system was unable to produce a sample for failure analysis. We will work with the manufacturer moving forward on a solution to the persistent issues.